Event description:
The pt's peritoneal dialysis rn called tech support at the request of the pt's wife to coordinate the pickup of the liberty cycler since the pt had expired on (B)(6) 2013. The pd rn added that the wife stated the husband was by himself when the event occurred and that she heard a mumbled noise. Additionally, she stated that the pt was connected to the cycler; however, at the time of the call, she could not provide any add'l details or confirm the statements made by the pt's wife. Pd rn stated that the pt had an extensive preexisting cardiac history with very poor cardiac output. Due to these cardiac issues, surgical repair was a very risky option and was not going to be perused. Additionally, due to overall poor health, he missed the two treatments prior to this event.

Manufacturer narrative:
Based on the available info, no definitive conclusion can be drawn at this time. Currently, it is unk if the device may have caused or contributed to the reported event. A medical record review was performed by the post market clinical department and physician of the 38 pages of pt's medical records and treatment data provided. The pt has a history of several comorbidities including cardiac artery disease, congestive heart failure and diabetes mellitus type 2. The pt's death certificate was rec'd by the MFR for review. The cause of death was documented as coronary artery disease-mi; secondary to htn, dm. No add'l info has been provided such as ems transport records or logs as well as hospital ER records or logs as well as hospital ER records documenting treatment provided to the pt. Records of autopsy have not been provided and/or unk if performed. The peritoneal cycler (plant investigation) is currently undergoing eval, a supplemental MDR report will be submitted upon completion of the device eval. Reference MDR #'s: 1224850-2013-0001; 1713747-2013-99912.